Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter :(B)(6).

Event description:
It was reported that during routine check by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, b6, b7, d10, e1- event site name. Due to character limitation in e1 for event site name, the full event site name is (B)(6). A getinge field service engineer (fse) checked the machine and found that the machine is turned on but the boost screen does not appear and an alarm occurs. Confirmed part found that the pcb video generator is damaged and cannot send images to the screen. Further inspection found that the battery is deteriorated and the safety disk is due for replacement. Make a quotation for the hospital later. The repair is not yet complete as the work order has not been issued. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during routine check by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was not turn on. There was no patient involved.